Event description:
A customer contacted beckman coulter, (bec), to report reagent probe b leak on their unicel dxc 600 synchron clinical system. The leak was contained within the instrument. The customer indicated that they secured the connection to reagent probe b, but they still observed the leak. The leak was found on the top and bottom of the reagent carousels. The customer stated approximately 20 ml of fluid leaked. Calibration and quality control (qc) were passing prior to observing the leak. When the leak was noted, all reagent cartridges were removed and customer discontinued utilizing the cc (cartridge chemistry) side of the instrument. The customer was wearing goggles, laboratory coat and gloves at the time of the incident. No exposure or injury occurred due to the leak. No erroneous results were generated since no patient samples had been run on the cc side of instrument since observing leak.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse could not duplicate and did not observe the reagent probe b leaking. The fse replaced multiple parts, including the following: vacuum solenoid valve, manifold nc valve, and bubble generator assembly. After parts replacement, the fse performed alignments and verified the instrument's performance. Failure mode is unknown. Multiple hardware parts were replaced, any of which could have caused or contributed to the event. (B)(4).